Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 12 x 2.50 rebel stent was selected for use to treat the lesion. However, in an attempt to load the device unto the wire, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds in two pieces with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Although it was reported that the device was not used, the presence of blood in the guidewire lumen is indicative of handling beyond simply preparation of the device, as was reported. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities in the inner and outer shafts of the device. Microscopic examination presented no damage or irregularities to the bonds of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that shaft break occurred. A 12 x 2.50 rebel stent was selected for use to treat the lesion. However, in an attempt to load the device unto the wire, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.